Manufacturer narrative:
(B)(4).

Event description:
It was reported that the user experienced erratic readings between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Data was evaluated, and the allegation was confirmed. The probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. However, the data investigation found a difference in values that falls within the d zone of the parkes error grid.